Event description:
On (B)(6) 2023 pt had surgery for bracketed lumpectomy with needle localized satellite lesion/metastatic lymph node, axillary dissection and biozorb placement. On (B)(6) 2023 noted to have hematoma/seroma with significant ecchymosis. On (B)(6) 2023 hematoma/seroma drained and culture collected; (B)(6) 2023 hematoma/seroma drained again and firmness noted and slightly warm. Pt placed on antibiotics; (B)(6) 2023 hematoma/seroma drained; (B)(6) 2023 abscess cavity opened, debrided significant amount of necrotic and purulent material and removed biozorb marker. Another culture collected. On (B)(6) 2023 another antibiotic started; (B)(6) 2023 pt treated by wound care until ulcer closed.